Event description:
The customer reported an issue of a high blood glucose (bg) level, where the exact value was unknown but displayed as "high." In response to the incident, the customer administered a correction injection via multiple daily injections (mdi) and followed instructions from technical support to inspect and resolve the issue, which included confirming proper insulin flow through the tubing and consulting with a healthcare professional for further guidance. The customer was advised to replace supplies as needed and resume regular insulin therapy.